Event description:
The patient got a reading of 286 mg/dl from her adc device on 28 feb 06. She was feeling funny, having slurred speech and her eyelids were drooping. She was sent to the hospital where she was given a glucose drip. The patient did not change her insulin before of after the event. The patient did not provide her blood glucose level when she was in the hospital. The treatment provided by the hospital is not consistent with the adc device reading.